Manufacturer narrative:
(B)(4). Proposed code: mechanical (g04)- head. Reported event was unable to be confirmed as the x-rays found no fracture, abnormal radiolucency, or evidence of implant loosening. The implant fit appears maintained and bone quality appears mildly osteopenic. There is no radiographic evidence of trauma. On both images, there is asymmetric alignment of the glenosphere with the glenoid base plate consistent with implant disassociation. However, this is only suspected glenosphere not confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. No problem was found with the device. Loosening occurs for implanted products interacting directly with the bone. The glenosphere does not interact with the bone. Suspected implant disassociation occurs between baseplate and taper adapter sold with the baseplate. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient had initial surgery approximately 6 months ago. Subsequently, there was a revision due to loosening about 20 days ago. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 00434904000, 40mm ã¿ +0mm offset poly liner, lot # 65172970. Catalog #: 180552, comp lk scr 3.5hex 4.75x25 st, lot # 559160. Catalog #: 110032430, comp aug mini bsplt w tpr lg, lot # 65019302. Catalog #: 115395, comp rvs cntrl 6.5x25mm st/rst, lot # 988830. Catalog #: 180560, comp nlk scr 3.5hex 4.75x30 st, lot # 155960. Catalog #: 180560, comp nlk scr 3.5hex 4.75x30 st, lot # 847860. Catalog #: 180550, comp lk scr 3.5hex 4.75x15 st, lot # 947820. G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01468, 0001825034-2023-01229, 0001825034-2023-01230, 0001825034-2023-01231, 0001825034-2023-01232, 0001825034-2023-01233, 0001825034-2023-01234. Requested but not returned by hospital.